Event description:
The facility reported a colleague infusion pump which expereinced failure code 808:03 during biomedical testing. Device evaluation determined that this condition interrupted delivery. No patient injury or medical information was reported. The user interface module master software version is (B)(4), which is classified as remediated. No additional information is available.

Event description:
It was reported to baxter (B)(4) that an intermate lv50 device was leaking before use. The device was filled with 90 milligrams pamidronate in 250 milliliters 0.9% nacl when the leak was observed. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: review of the device event history determined that the reported condition occurred on (B)(6), 2010 and not the originally reported occurrence date of (B)(6), 2010.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 808:03 and determined the root cause to be a defective pump head module. The pump head module was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
(B)(4).